Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service. Additional information was received which reported that this electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional analysis of the returned electrode was performed. Visual inspection identified an arc mark on the shocking coil. Due to the location and morphology of the damage to the electrode, it is likely that twiddling of the lead into contact with the device case caused the induced damage to the electrode and device, resulting in the clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service. Additional information was received which reported that this electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service. Additional information was received which reported that this electrode was explanted and returned for analysis. No additional adverse patient effects were reported.